Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and valve delamination. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and valve delamination. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and delamination. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identified opening striated in the radius side and delamination in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.